Event description:
This report is based on information provided by philips field service engineer (fse) been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating a charge battery fault. The fse evaluated the device on site. The problem is the battery needs to be replaced. The fse replaced the battery. The device passed all testing and was returned to service. Based on the information available and the testing conducted a battery is needed. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.